Manufacturer narrative:
Approximated based on the date of explant.

Event description:
It was reported that the patient underwent an explant procedure due to ipg reached end of life. No device malfunction was suspected. The explanted ipg was discarded by the facility.